Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system separator 5 and indigo system cat 5 aspiration catheter. During the procedure, the indigo separator's tip became fractured. The entire separator was withdrawn from the cat5 catheter. A new separator 5 and the same cat 5 catheter were used to successfully complete the procedure. There was no report of any adverse event on the patient.

Manufacturer narrative:
Result: the sep5 separator tip was fractured. Conclusion: the complaint has been evaluated. The complaint indicated that during the procedure, the sep5 was advanced to an "organized clot area" and the separator tip broke. Evaluation of the returned device confirmed a fractured separator tip. The sep5 was then removed from the patient and replaced with another sep5, and the procedure was completed successfully. This type of damage typically occurs due to improper handling during use. If the sep5 is manipulated forcefully within the patient anatomy, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.